Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced cgm pairing confusion and subsequent pump behavior in which the pump proceeded directly to start sensor while the dexcom g7 was paired to both the phone and the pump, with signal loss noted and the responsible device not identified; the pump displayed a bluetooth version of 0.0.0 and the user was advised to operate in bg run mode, and a replacement ilet and compatible right clip were arranged. Symptoms included no reported impact to blood glucose. Outcomes included no hospitalization and continued use of cgm via the dexcom app or receiver as backup therapy. Investigation included technical support troubleshooting, device replacement logistics, and advising shutdown procedures to avoid further alerts, as well as instructions that data would not transfer and that a fresh startup would be required. Investigation of this case revealed a communication-related malfunction between the pump and cgm consistent with a device communication issue, with accessory mismatch resolved by providing a correct clip. It was concluded, based on previously established findings for similar reports, that the cause was a device communication malfunction of unclear root cause pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.